Manufacturer narrative:
Additional information: d9. H3, h7, h9 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the disinfection of the complaint product sample no leaks or other problems were observed. The complaint product sample was visually inspected under the microscope. During the inspection, a syringe was used to inject a mixture of blue dye and water into the sample. This revealed a leak at the connection between the pressure dome (pod) and the main line assembled to the borla h valve. A gap was observed between the walls of the dome and the tube, and no dryness channel was found. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was confirmed.

Event description:
A user facility¿s clinic manager (cm) reported that 1 hour into a patient's hemodialysis (hd) treatment, a fresenius 5008x bloodline had air in it. The fresenius 5008x hd machine alarmed appropriately with an ¿air in line¿ alarm. A fresenius dialyzer was also in use. The air removal procedure was followed, but air continued to appear. After initiating the air removal procedure, a blood leak was noted to originate from the arterial pressure dome. There were no loose connections, no issues noted during prime and no changes in pressure during treatment. The patient¿s estimated blood loss (ebl) was approximately 260ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The patient lost thirty minutes of treatment due to the interruption. The complaint device is available to be returned to the manufacturer for evaluation. A photo has been provided.

Event description:
A user facility¿s clinic manager (cm) reported that 1 hour into a patient's hemodialysis (hd) treatment, a fresenius 5008x bloodline had air in it. The fresenius 5008x hd machine alarmed appropriately with an ¿air in line¿ alarm. A fresenius dialyzer was also in use. The air removal procedure was followed, but air continued to appear. After initiating the air removal procedure, a blood leak was noted to originate from the arterial pressure dome. There were no loose connections, no issues noted during prime and no changes in pressure during treatment. The patient¿s estimated blood loss (ebl) was approximately 260ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The patient lost thirty minutes of treatment due to the interruption. The complaint device is available to be returned to the manufacturer for evaluation. A photo has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.